Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button, joint cover. The ec45a device was received for analysis with clamping mechanism damaged and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the device. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the release button was noted to be damaged. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a low anterior resection, the first device would not fire and could only be opened with excessive force. The second device did not fire at all, either, could only be opened with application of excessive force, articulation could only be manipulate with application of excessive force. Another like device was used to complete the procedure. Procedure was delayed by sixty minutes.